Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to aortic dissection. Based on the follow-up with the health-care provider, the explant at implant was not related to any device malfunction or quality deficiency. Per the operative report, a standard transverse aortotomy was performed. Intraoperative note was made of the thinness of the aortic wall, as well as the lack of integrity of the three leaflets of the aortic valve. This was very suggestive of some form of connective tissue disorder. The leaflets were excised and the subject device was positioned in the annulus, with everted mattress pledgeted sutures on the underside of the annulus and through the sewing ring of the valve. The valve was easily seated with care to avoid injury of the coronary ostia. Although initially things appeared stable and uneventful, the surgeon was concerned with some discoloration around the aorta. Tee showed an intraluminal flap consistent with an acute dissection of the type I variety. Based on what the surgeon had seen in the tee with a type a dissection extending down to the descending thoracic aorta, they went ahead with the repair. Cardiopulmonary bypass was initiated using the axillary artery and venous cannula into the right atrium, which was placed previously. Once the dissection was visualized, it was evident that complete root would be necessary. Based on the findings, it was best to replace the entire root. The excess aorta was trimmed down to the sinotubular junction and the left coronary buttons were dissected. After excising the aortic valve the annulus was evaluated. Once this was done, the surgeon went ahead and decided to use a 30mm diameter graft with a 27 non-edwards mechanical valve. The patient was expected to have considerable postoperative bleeding. The aortic valve conduit is functioning normally with no further evidence of any dissection.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the operative report, the explant at implant was due to a type a aortic dissection which was discovered after the cross clamp was removed during the procedure. The health-care provider also noted that this is not related to any device malfunction or quality deficiency. No further actions are possible with the available information.